Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands but not meeting specification due to deformation of the proximal wraps. Deformation was evident to the 25th <(>&<)> 26th distal stent wraps with struts raised and bunched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 80% stenosis located in the left anterior descending artery (lad). There was no damage noted to the device packaging and no issues noted when removing from the hoop. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a 4.00x22mm resolute onyx stent. The patient was reported to be alive with no injury.